Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, they placed the balloon over the guide wire into the endoscope. The stylet was not removed and was not pushed out by the guide wire causing the stylet to come out of the endoscope and fall into the duodenum during the procedure. They used grasping forceps to remove the stylet out of the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.